Event description:
A patient underwent an uneventful percutaneous tracheostomy procedure. An unspecified amount of time post procedure the tidal volume is noted to be markedly decreased when the patient is positioned on his/her right side. The patient is repositioned or the tracheostomy tube is changed to a different style tube to resolve the problem.